Manufacturer narrative:
Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the pt had pain and swelling so surgeon revised the poly insert."